Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The rim of a fix bearing trial poly was cracked. Update august 12, 2015: upon receipt of the product, it was found to be broken, not cracked.

Manufacturer narrative:
Examination of the returned pfcsig ins trl stabl 10mmsz2.5 confirmed the report a portion of the bottom lip of the trial has broken off. Scratching and gouging were also evident on the trial. The root cause is attributed to product wear out. The item has been well used over time. Based on the investigation, the need for corrective action is not indicated. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.